Event description:
It was reported that the patient¿s blood glucose continued to rise despite a prior announcement and reached 241 mg/dl while using an ilet with a 23-inch infusion set; the caregiver removed the site, observed no bent needle or leakage, and replaced the site with guidance, then filled the tubing and cannula and resumed insulin. Symptoms included hyperglycemia. Outcomes included caregiver-directed troubleshooting and continued monitoring without emergency care or hospitalization. Investigation included remote troubleshooting, site inspection by caregiver, and reinstallation of the infusion set with confirmation of priming steps and therapy resumption, followed by instruction to monitor for 90 minutes and call back if needed. Investigation of this case revealed that the device and infusion site appeared to function as expected after replacement, and the specific cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.